Event description:
A customer contacted baxter's technical service center to report receiving a check supply line on the homechoice (hc) during prime. The technical service representative (tsr) had the homepatient (hp) push the spike into the supply bag and twist. The hp resumed the prime. Product surveillance followed up with the hp on (B)(6) 2010 and the hp stated that the spike was not completely connected. The hp had discarded the sample and did not remember the lot number. The hp was able to continue with therapy. The patient confirmed there was no injury or medical intervention associated with this report and they are doing well with the following treatments.

Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) explained that a large amount of air had entered into the disposable and had the caregiver cycle power to clear the alarm. (B)(4) advised the caregiver to start over using new supplies. Therapy had been started prior to the patient connecting. Upon connection, the hc alarmed with the system error 2240. Product surveillance spoke with the patient's dialysis nurse. The nurse stated the she was not aware of the event but as far as she knew, the patient had continued therapy without complication. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for "check supply line" due to the spike not being fully connected. The complaint was not confirmed as no sample was returned. Since the lot number is unknown a batch review could not be performed. Per the complaint information, the patient stated that the spike was not completely connected. The root cause was determined as user error. Labeling review found the labeling adequate for the potential use error in the complaint. The current data shows a decreasing trend for this reported problem. Baxter will continue to monitor this product line for trends and will take corrective/preventive action, as appropriate.

Manufacturer narrative:
(B)(4). A request was made to retrieve the sample, however the sample was discarded. Should additional information become available, a follow up MDR will be sent.